Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure ((B)(4)) (fallopian tube occlusion insert) inserted in (B)(6) 2004 for permanent sterilization. In 2004, plaintiff presented to medical center to discuss tubal ligation permanent sterilization with her ob/gyn. On or about (B)(6) 2004, plaintiff underwent the essure procedure. At her follow-up appointment, she reported that she was experiencing abnormal menstrual pain, abnormal menstrual cycle, and excessive and clotted bleeding during her menstrual cycle. Symptoms continued until she had the essure removed. Approximately three months after her essure procedure, a hysterosalpingogram (hsg) test was performed and showed that the essure device implanted in her left fallopian tube was in place; however, the essure device implanted in her right fallopian tube had migrated and was unable to be located. On or about (B)(6) 2005, plaintiff developed the following symptoms, including, but not limited to: an itchy rash all over her body, headaches/migraines, abdominal cramping, weight gain, hair loss, fatigue, and severe lower abdominal, pelvic and back pain. At her annual gynecologist appointments, plaintiff reported her continuing symptoms of abnormal menstrual pain, abnormal menstrual cycle, excessive and clotted bleeding during her menstrual cycle, and abdominal, pelvic and back pain. Physician recommended her to take birth control to manage her symptoms. In or about 2006, plaintiff underwent laparoscopic sterilization. On or about (B)(6) 2013, plaintiff experienced such severe abdominal/pelvic pain that she sought emergency medical attention. At the emergency room, an ultrasound was performed and she was diagnosed with an infection near her kidney and prescribed both pain medication and antibiotics. However, her abdominal/pelvic pain persisted even after she completed the prescribed course of antibiotics. On or about (B)(6) 2015, physician agreed with removal of the essure device as a means to resolving plaintiff's continuing symptoms. On or about (B)(6) 2015, she underwent a laparoscopic bilateral salpingectomy. Upon information and belief, during the surgery physician found evidence of perforation and infection in the interstitial portion of the left fallopian tube and perforation of the isthmic portion of the right portion of the fallopian tube caused by the essure devices. Plaintiff took a medical leave of absence from her job to recover from the painful procedure and was left with permanent scars. On or about (B)(6) 2015, plaintiff had her follow-up appointment with and was informed that during the laparoscopic bilateral salpingectomy, the essure device in the left fallopian tube had embedded into the uterine wall and had to be cut out and the tissue had to be cauterized. She was also told that there was an evidence of fallopian tube perforation by the essure device. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure ((B)(4)) (fallopian tube occlusion insert) inserted and it was reported the occurrence of perforation of interstitial portion of left fallopian tube/right portion of the fallopian tube. She had an infection near her kidneys. A laparoscopic bilateral salpingectomy was performed and during the surgery, infection in the interstitial portion of the left fallopian tube/ inflammation was diagnosed. All these events are serious due to their medical importance and listed in the reference safety information for essure. In this case, it was reported that three months after essure insertion an hsg (hysterosalpingogram) was performed and result showed essure device implanted in her right fallopian tube had migrated and was unable to be located, however the exact date and mechanism of fallopian tube perforation were not known. Also, about 8 years and 10 months after insertion, infection near her kidneys was diagnosed and the other infection diagnosed during laparoscopic bilateral salpingectomy. The occurrence of perforation could have led to infections. Based on this information and considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and it was reported the occurrence of perforation of interstitial portion of left fallopian tube/right portion of the fallopian tube. She had an infection near her kidneys. A laparoscopic bilateral salpingectomy was performed and during the surgery, infection in the interstitial portion of the left fallopian tube/ inflammation was diagnosed. All these events are serious due to their medical importance and listed in the reference safety information for essure. In this case, it was reported that three months after essure insertion an hsg (hysterosalpingogram) was performed and result showed essure device implanted in her right fallopian tube had migrated and was unable to be located, however the exact date and mechanism of fallopian tube perforation were not known. Also, about 8 years and 10 months after insertion, infection near her kidneys was diagnosed and the other infection diagnosed during laparoscopic bilateral salpingectomy. The occurrence of perforation could have led to infections. Based on this information and considering the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The outcome of the quality investigation resulted in an unconfirmed quality defect. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of interstitial portion of left fallopian tube/right portion of the fallopian tube'), salpingitis ('infection in the interstitial portion of the left fallopian tube/ inflammation'), embedded device ('essure embedded uterine wall'), device dislocation ('essure device location of device: abdomen') and abdominal infection ('infection near her kidneys') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure had to be cut" on (B)(6) 2015. The patient's previously administered products included for an unreported indication: birth control pill from 2004 to (B)(6) 2009. Concomitant products included ibuprofen for pain as well as docusate sodium (colace) and oxazepam. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), dysmenorrhoea ("abnormal menstrual pain / dysmenorrhea (cramping),"), menorrhagia ("excessive and clotted bleeding during her menstrual cycle"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), 3 months after insertion of essure (ess205). In 2009, the patient experienced device expulsion ("body may have expelled one of the coils during menstruation"). On (B)(6) 2013, the patient experienced abdominal infection (seriousness criterion medically significant). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("severe and back pain"), menstrual disorder ("abnormal menstrual cycle"), rash ("itchy rash all over her body/rashes"), arthralgia ("joint pain"), depression ("depression"), mood swings ("mood swings all the time"), abdominal distension ("bloating"), visual field defect ("gray spots in vision"), vitreous floaters ("floaters in eyes disappeared") and anxiety ("anxious") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen (motrin), medroxyprogesterone, vicodin (hydrocodone w/acetaminophen), vitamins [umbrella term] and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, embedded device, device dislocation, abdominal infection, device expulsion, genital haemorrhage, menorrhagia, rash, migraine, weight increased, alopecia, fatigue, vaginal haemorrhage, depression, abdominal distension and visual field defect outcome was unknown and the back pain, dysmenorrhoea, menstrual disorder, headache, arthralgia, mood swings, vitreous floaters and anxiety had resolved. The reporter considered abdominal distension, abdominal infection, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, rash, salpingitis, vaginal haemorrhage, visual field defect, vitreous floaters and weight increased to be related to essure (ess205). The reporter commented: on 2013,plaintiff underwent an ultrasound and was diagnosed with an infection near her kidney and prescribed both pain medication and antibiotics. Cross referenced with plaintiff case number : (B)(4). Current weight 170.00 lbs. Approximate weight at the time of essure placement 130.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: device implanted in her left fallopian tube was in; on (B)(6) 2009: results: revealed the presence of only 1 coil. Ultrasound scan - on (B)(6) 2013: results: infection near her kidney. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Amendment: the report was amended for the following reason: the case (B)(4) (deletion case) was found to be duplicate to case (B)(4) (retention case). All information including reference numbers, reporters, source documents were transferred from deletion case to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of interstitial portion of left fallopian tube/right portion of the fallopian tube'), salpingitis ('infection in the interstitial portion of the left fallopian tube/ inflammation'), embedded device ('essure embedded uterine wall'), device dislocation ('essure device location of device: abdomen') and abdominal infection ('infection near her kidneys') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure had to be cut" on (B)(6) 2015. The patient's previously administered products included for an unreported indication: birth control pill from 2004 to (B)(6) 2009. Concomitant products included ibuprofen for pain as well as docusate sodium (colace) and oxazepam. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), dysmenorrhoea ("abnormal menstrual pain / dysmenorrhea (cramping),"), menorrhagia ("excessive and clotted bleeding during her menstrual cycle"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), 3 months after insertion of essure (ess205). In 2009, the patient experienced device expulsion ("body may have expelled one of the coils during menstruation"). On (B)(6) 2013, the patient experienced abdominal infection (seriousness criterion medically significant). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("severe and back pain"), menstrual disorder ("abnormal menstrual cycle"), rash ("itchy rash all over her body/rashes"), arthralgia ("joint pain"), depression ("depression"), mood swings ("mood swings all the time"), abdominal distension ("bloating"), visual field defect ("gray spots in vision"), vitreous floaters ("floaters in eyes disappeared") and anxiety ("anxious") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone;paracetamol (acetaminophen; hydrocodone), medroxyprogesterone, vitamins [umbrella term], and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, embedded device, device dislocation, abdominal infection, device expulsion, genital haemorrhage, menorrhagia, rash, migraine, weight increased, alopecia, fatigue, vaginal haemorrhage, depression, abdominal distension and visual field defect outcome was unknown and the back pain, dysmenorrhoea, menstrual disorder, headache, arthralgia, mood swings, vitreous floaters and anxiety had resolved. The reporter considered abdominal distension, abdominal infection, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, rash, salpingitis, vaginal haemorrhage, visual field defect, vitreous floaters and weight increased to be related to essure (ess205). The reporter commented: on 2013, plaintiff underwent an ultrasound and was diagnosed with an infection near her kidney and prescribed both pain medication and antibiotics. Cross referenced with plaintiff case number : (B)(4). Current weight 170.00 lbs. Approximate weight at the time of essure placement 130.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: device implanted in her left fallopian tube was in; on (B)(6) 2009: results: revealed the presence of only 1 coil. Ultrasound scan - on (B)(6) 2013: results: infection near her kidney. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of interstitial portion of left fallopian tube/right portion of the fallopian tube"), salpingitis ("infection in the interstitial portion of the left fallopian tube/ inflammation"), infection ("infection near her kidneys"), device dislocation ("essure device location of device: abdomen"), device expulsion ("body may have expelled one of the coils during menstruation") and genital haemorrhage ("abnormal bleeding(general)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure had to be cut" on (B)(6) 2015. The patient's previously administered products included for an unreported indication: birth control pill from 2004 to (B)(6) 2009. Concomitant products included docusate sodium (colace), ibuprofen and oxazepam. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, 3 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain / dysmenorrhea (cramping),"), menorrhagia ("excessive and clotted bleeding during her menstrual cycle") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced infection (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("severe and back pain"), menstrual disorder ("abnormal menstrual cycle"), rash generalised ("itchy rash all over her body"), headache ("headaches"), migraine ("migraines"), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue"), arthralgia ("joint pain "), rash ("rashes or skin conditions type: rashes"), depression ("depression"), mood swings ("mood swings all the time"), abdominal distension ("bloating"), visual field defect ("gray spots in vision "), vitreous floaters ("floaters in eyes disappeared") and anxiety ("anxious"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, infection, device dislocation, device expulsion, genital haemorrhage, dysmenorrhoea, menorrhagia, rash generalised, migraine, weight increased, alopecia, fatigue, vaginal haemorrhage, arthralgia, rash, depression and abdominal distension outcome was unknown and the back pain, menstrual disorder, headache, mood swings, vitreous floaters and anxiety had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, rash, rash generalised, salpingitis, vaginal haemorrhage, visual field defect, vitreous floaters and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: revealed the presence of only 1 coil; on an unknown date: device implanted in her left fallopian tube was in ultrasound scan - on (B)(6) 2013: infection near her kidney quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet & medical record received. Events abnormal bleeding, vaginal bleeding, device dislocation, device expulsion, rashes,mood swings, bloating,gray spots in vision, floaters in eye are added. Lab data updated. Concomitant & historical conditions are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of interstitial portion of left fallopian tube/right portion of the fallopian tube"), salpingitis ("infection in the interstitial portion of the left fallopian tube/ inflammation"), device dislocation ("essure device location of device: abdomen"), device expulsion ("body may have expelled one of the coils during menstruation"), embedded device ("essure embedded uterine wall"), abdominal infection ("infection near her kidneys") and genital haemorrhage ("abnormal bleeding(general)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure had to be cut" on (B)(6) 2015. The patient's previously administered products included for an unreported indication: birth control pill from 2004 to (B)(6) 2009. Concomitant products included ibuprofen for pain as well as docusate sodium (colace) and oxazepam. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, 3 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstrual pain / dysmenorrhea (cramping),"), menorrhagia ("excessive and clotted bleeding during her menstrual cycle"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). In 2009, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal infection (seriousness criterion medically significant). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("severe and back pain"), menstrual disorder ("abnormal menstrual cycle"), rash generalised ("itchy rash all over her body/rashes"), weight increased ("weight gain"), arthralgia ("joint pain"), depression ("depression"), mood swings ("mood swings all the time"), abdominal distension ("bloating"), visual field defect ("gray spots in vision"), vitreous floaters ("floaters in eyes disappeared") and anxiety ("anxious"). The patient was treated with medroxyprogesterone, ibuprofen (motrin), vitamins, vicodin (hydrocodone w/acetaminophen), surgery (bilateral salpingectomy)and bilateral salpingectomy. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, salpingitis, device dislocation, device expulsion, embedded device, abdominal infection, genital haemorrhage, menorrhagia, rash generalised, migraine, weight increased, alopecia, fatigue, vaginal haemorrhage, depression, abdominal distension and visual field defect outcome was unknown and the back pain, dysmenorrhoea, menstrual disorder, headache, arthralgia, mood swings, vitreous floaters and anxiety had resolved. The reporter considered abdominal distension, abdominal infection, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, rash generalised, salpingitis, vaginal haemorrhage, visual field defect, vitreous floaters and weight increased to be related to essure (ess205). The reporter commented: on 2013,plaintiff underwent an ultrasound and was diagnosed with an infection near her kidney and prescribed both pain medication and antibiotics. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: revealed the presence of only 1 coil; on an unknown date: device implanted in her left fallopian tube was in ultrasound scan - on (B)(6) 2013: infection near her kidney. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: joint pain and dysmenorrhea outcome was updated to resolved; treatment drugs added.embedded device event added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.